Event description:
Links broke off and fell into patient. Additionally, the account stated that the retrector broke while the physician was doing a laparoscopic nissen fundoplication on a patient. The physician made a decision while the scope was still inside of the patient not to try and retrieve the small piece of the retractor that had broken off.